Event description:
Reporter alleged passing out at 9 pm when feeling low after taking insulin at 4:30 for a blood glucose reading of 480 mg/dl. It was reported a high reading at 4:00 (alleged in the 400s - 500s mg/dl) and took 50 units of insulin and then 1/2 hr later meter read 480 mg/dl so took another 30 units of insulin. Reporter stated at 9 pm passing out and waking up the next morning. No medical attention sought reportedly as a result of alleged incident. A request was made for the return of the suspect device and replacement product was sent.